Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that an episode of inappropriate auto mode switch with noise on the atrial channel was observed, but the noise on the atrial channel appeared to be the result of electromagnetic interference. No action was performed other than to monitor the patient remotely. The lead remains implanted. The patient had no adverse consequences.